Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The investigation will be reopened should additional data become available.

Event description:
It was reported that approximately 35 months after implant this lead was explanted and replaced due to oversensing.